Event description:
Customer claims to have had their ear pierced in a retail store with the inverness ear piercing system. The date of the piercing was not reported by the customer and is unk. The customer was treated for an infection at the piercing site with antibiotics.